Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the device in a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but was unable to squeeze the handle and the stapler was not able to fire. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.